Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional check display brightness failed- when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was temporarily installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Encountered missing screw on top cover of cycler. Screw found inside cycler. Voltage passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed and encountered stalling pump a motor. Treatment was completed. The device history record did not reveal issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that had a screen brightness problem. The display brightness was set to 4. Patient stated that for the past couple days the screen has become frozen toward the end of treatment the technical support representative issued a replacement cycler and advised the patient to continue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that had a screen brightness problem. The display brightness was set to 4. Patient stated that for the past couple days the screen has become frozen toward the end of treatment the technical support representative issued a replacement cycler and advised the patient to continue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: b.3., d.10.